Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. It was unknown if the patient was treated with antibiotics. On an unreported date, the patient was discharged from the hospital. Twelve days after the first hospitalization the patient was readmitted to the hospital for the event. At the time of this report, the patient was not recovered from this peritonitis event. Physioneal therapy was ongoing. No additional information is available.